Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the implantee reported paroxysmal moderate pain and noise in variable pitch while daily using ci (there is not any external force applied to processor or area around implant). This situation reoccurs several times per day, with duration less than 1 minute. Problems of outer devices have been excluded, and history of head trauma is denied by guardians. After physical examination, no obvious abnormality is revealed. Testing results present normal status of implant. The patient is going to be reimplanted.